Event description:
A (B)(6) male was implanted with an acticon device on (B)(6) 2000. On (B)(6) 2010, the 91-100ml reservoir and 10.0cm cuff was removed and replaced, reason was not indicated. Ams has requested additional info.

Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.